Event description:
It was reported that the balloon ruptured, the tip detached and became stuck in the patient's vessel. It was stated that the tip was removed with another catheter successfully. No patient complications were reported.

Manufacturer narrative:
The catheter was returned with the balloon and distal windings detached. The proximal windings had uncoiled. All components were returned. The spring tip from the catheter was examined and found to be stretched, indicating the catheter had been pulled with excessive force. The directions for use (dfu) for the edwards model 120803f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.